Manufacturer narrative:
(B)(4).

Event description:
It was reported 2 leads were implanted, and during intraoperative testing, the impedances on both were >10,000 ohms. The physician tried to change the position of the leads and to clean the contacts, but the impedances were still high. The physician replaced both leads with a single lead. The pt was doing "ok" and there was no pt injury or death.